Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 450 mg/dl with moderate ketones, abdominal pain and nausea associated with air bubbles in the cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that there were air bubbles in the cartridge and the user had used cold insulin in the cartridge. Cts determined that the user was not filling the cartridge correctly. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.